Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d224drg ICD, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the superior vena cava (svc) coil impedance on the right ventricular (rv) lead had been steadily climbing and was above the normal range. Testing was performed and the svc coil was programmed off. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.